Event description:
The customer reported the insulin pump was stuck on the prime loop. Troubleshooting was performed. The customer stated that the device did not beep and the numbers did not appear on display. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a cracked case at the reservoir tube, broken tube lip and broken battery tube threads.